Manufacturer narrative:
Based on new information received from the authorized service personnel (asp), the issue was discovered during testing in the biomed shop. Therefore, this complaint no longer meets reportability requirements. The customer found another channel to repair this unit. No further information was provided.

Event description:
The customer reported that the ventilator has white screen. The customer reported that the unit was not in use on a patient at the time of the event. The customer contacted product support and requested for service repair. Further information is pending.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).